Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted that there was no capture on the right ventricular lead at high output and maximum pulse width. Noise that could not be reproduced was also present upon interrogation. The patient was scheduled for a lead revision. During the procedure, the lead could not be repositioned due to ingrowth tissue preventing retraction. The lead was explanted and replaced. The patient was stable and no symptoms were noted prior to the procedure.

Event description:
New information received notes there were no issues following the procedure.